Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag almost 1 year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. No patient was involved. The root cause was determined to be defective blower. In consequence the blower has been replaced. There was no patient or user harm.

Event description:
While this c3 was being used by the patient, an abnormal sound was heard from the blower, te 231009 was occurred, and ventilation was stopped. The patient isn't hurt because the medical engineer replaced this c3 with another ventilator. The medical engineer then restarted this c3, which resulted in a "self-test failure, tf431002.".